Event description:
A report was received that the patient underwent a revision procedure for an unknown reason wherein the ipg was replaced per physician's preference. No device malfunction was suspected.

Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason wherein the ipg was replaced per physician's preference. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the reason for ipg replacement was for upgrade and no issues with the device. The patient had great coverage post operatively.